Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that there are lines on the display. Additional information received indicated that the device was able to engage in patient monitoring activities. The lines are obstructing the values. Error messages and/or audible alarms are functioning as designed during alarm conditions. No known impact or consequence to patient.